Event description:
It was reported that this patient's device was a recent implant and the patient has now received multiple inappropriate shocks due to wandering baseline. The system was subsequently reprogrammed to primary sensing vector with an increased conditional zone. No adverse events were reported.